Manufacturer narrative:
The event occurred in (B)(6). This report is being sent a second time with the cover letter that was inadvertantly not attached earlier today. (B)(4).

Event description:
Caller tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 3.79 inr. Caller's warfarin treatment was held based on the meter result, but resumed later the same day once the venous result had returned. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).